Event description:
Patient admitted into the hospital where it was noted that there was damage to the outer casing of his driveline. Wires appear to be intact and no alarms noted on interrogation. Rescue tape applied.